Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a ¿high¿ blood glucose (bg) level and feeling nauseous. A specific bg value was not provided. The customer was treated with an intravenous fluid and insulin drip. Customer was released from the hospital the same day with no permeant damage. Cause for the reported issue was unknown. Customer did not allege the pump or supplies was the cause, and customer declined to further troubleshoot with tandem technical support.